Event description:
It was reported that the patient was getting an MRI for a brain lesion. The patient had a ¿crimped¿ lead and improper impedances on one of their leads that were first noted when the patient had their system implanted in 2005.

Manufacturer narrative:
Concomitant medical products: product ID 3777, lot# n0029422, implanted: (B)(6) 2005, product type: lead; product ID 3777, lot# n0029422, implanted: (B)(6) 2005, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).